Manufacturer narrative:
The pump failed the displacement test, and a motor position encoder error alarm was confirmed in the alarm history screen. Also, a motor error alarm was noted during the rewind due to an out of phase motor encoder. Unable to complete the functional testing due to the motor error alarm. No physical damage was noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was 108 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.